Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, sys interface board and the software upgrade were installed. The camera and collimator were aligned and the maximum ma was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had poor image quality with grainy image during a case. Also the images would not display or process correctly. The procedure was not completed. No pt injury was reported.